Event description:
During in-clinic follow-up, an elective replacement indicator (eri) alert was received. Premature battery depletion is suspected, although not confirmed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The event of premature discharge of battery was reported to abbott and not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Field information indicates the device experienced a false eri flag which is due to the autocapture feature being enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing, and thus affects the estimated longevity of the device. Electrical analysis performed did not find any anomaly. Longevity assessment was performed, based on field settings, and the device has appropriate remaining longevity.